Event description:
It was reported that the colonovideoscope exhibited a frozen image during a colonoscopy, which was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and error e216 displayed. A root cause could not be identified. Based on the results of the investigation, the reported issue was not reproduced, and no problem was detected. The additional issues were caused by a connector defect, and the plug unit corroded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.